Manufacturer narrative:
A medtronic representative, following up with the site, tested the systems and confirmed the imaging system exams are randomly not pushed to the navigation system. The medtronic representative found that the navigation system bulkhead connector was damaged and reported that the site replaced the network cable. Replacement navigation system bulkhead connector shipped to site for issue resolution. A medtronic representative replaced the bulkhead connector and performed a navigation system check-out, all areas passed. The suspect navigation system bulkhead connector was discarded. Part analysis is not possible. No further relevant issues reported.

Event description:
A site representative reported that, while in a spinal fusion procedure the imaging system was unable to transfer images to the navigation system. The surgeon opted to take a second scan with the imaging system which transferred successfully. The surgeon completed the procedure with the use of the navigation system. There was a reported delay of